Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion alarm" was confirmed through the history log but was not reproduced. A failed downstream tubing guide likely contributed to this symptom. The failed downstream tubing guide was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.